Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation afib ¿ paroxysmal ablation procedure with a pentaray nav high-density mapping eco catheter and during the operation, the device was not irrigating. Before changing the pentaray to the left atrium to check the potential, it was found that the water was not flowing out. They changed to use syringe to push hard, and the issue did not resolve. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and an irrigation test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. An irigation test was performed, and the device was flushing correctly. No obstructions or irrigation issues were observed. A manufacturing record evaluation was performed for the finished device 31300542l number, and no internal actions related to the reported complaint condition were identified. The occlusion issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The catheter instructions for use (IFU) contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation afib ¿ paroxysmal ablation procedure with a pentaray nav high-density mapping eco catheter and during the operation, the device was not irrigating. Before changing the pentaray to the left atrium to check the potential, it was found that the water was not flowing out. They changed to use syringe to push hard, and the issue did not resolve. A second device was used to complete the operation. There was no adverse event reported on patient.